Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an open reduction and internal fixation (orif) of the finger. The 1.5 drill bit coming from variable angle set had broken off intra-operatively and I only have 1 piece of the drill bit, the other one was not recovered. It is unknown how the procedure was completed. It is unknown if there was surgical delay. Patient outcome was unknown. This complaint involves one (1) device. This report is for (1) 1.5 drill bit/mqc for threaded hole/74 this report is 1 of 1: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition was confirmed as the device was broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot ==> part number:03.130.302 synthes lot number: f-27075 supplier lot number: n/a release to warehouse date: 26jul2019 expiration date: n/a supplier: orchid unique no ncrs were generated during production. Device history batch ==> null device history review ==> review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary: visual inspection: the device 1.5 drill bit/mqc for threaded hole/74 (product code: 03.130.302, lot number: f-27075) was received at us cq. Upon visual inspection a portion of the distal tip has broken off from the instrument and was not returned. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: within specification. Document/specification review: no issues. Complaint confirmed: yes. Investigation conclusion: the complaint condition was confirmed as the device was broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part number:03.130.302. Synthes lot number: f-27075. Supplier lot number: n/a. Release to warehouse date: 26jul2019. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Corrected data: d4 lot, h3-h6 updated investigation summary and coding.